Manufacturer narrative:
The MFR's service representative performed an onsite investigation. The high voltage control board was replaced. The system operates as intended.

Event description:
The customer reported that the 7700 system would not produce fluoroscopic x-rays. No pt injury was reported.